Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg became inoperable due to the battery's failure to maintain a charge. As a result, surgical intervention is pending to address the issue.

Event description:
Follow-up identified the ipg was replaced on (B)(6) 2018. Therapy was restored postoperatively and the issue resolved.